Event description:
(B)(4). Severe abnormal bleeding with huge clots and terrible cramping/contraction like pain is how it started. Since then, I have had had non stop bleeding, including clots on a regular basis, extremely fatigue, constant uti's, memory loss, migraine, joint pain, hair loss, bloating, weight gain, dizziness and blurred vision, etc.